Event description:
Based on info reported to davol: (B)(6) 2009 - the customer alleged a dulex mesh was sewn to one fascial edge with sutures. As the surgeon tensioned mesh to be sewn to the other edge of the fascia, the dulex was noted to be tearing in about 4 or 5 small places in the middle of the mesh and away from where the sutures had been placed in the mesh. There was no pt injury and the mesh remains implanted.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. There was pt injury reported and the surgeon elected to use the mesh to complete the repair. No sample has been returned for eval. A photograph of the mesh after implant was received. However, due to the poor quality of the photograph, we are unable to confirm the reported condition of the mesh. A mfg review was performed from the sterilization records through to the raw materials used in its MFR, and the device was found to meet the necessary quality requirements prior to distribution. With the info provided, no conclusion can be drawn.